Event description:
It was reported that patient underwent initial procedure on (B)(6) 2014. A revision was performed on (B)(6) 2014 due to two screws fracturing in the pedicle. When the surgeon opened the patient it was noticed that the plugs were loose. The items were discarded.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file 1 of 2.